Event description:
It was reported that during an unknown procedure, the device was locking up and releasing. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). What was locking up? The trigger mechanism. Was the device opening and closing properly? No. Was the device jamming? Unknown. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Cystic duct or artery. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? No, it was replaced. What were the indications for surgery? What was found? Laparoscopic cholecystectomy. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? No. If so, whom? Did the surgeon try to pull the trigger from the handle? Unknown. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Through the trocar. Was there any tissue damage? No adverse pt effects. The analysis results found that the device was received in good visual condition. The jaws were noted in good visual conditions. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lockout when all the clips have been fired. No functional test could be performed due to the condition of the returned device. No conclusion could be reached as what may have caused the reported events. However, an investigation has been initiated to address the potential root cause of opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify the "locking up and releasing"- that is the description that was given to me. I was not present at the case what was locking up? The trigger mechanism. Was the device opening and closing properly? No. Was the device jamming? Unknown. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Cystic duct or artery. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? No, it was replaced. What were the indications for surgery? What was found? Lap chole. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? No. If so, whom? Did the surgeon try to pull the trigger from the handle? Unknown. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Through the trocar. Was there any tissue damage? No adverse pt effects.